Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Event description:
It was reported that, following a pump and catheter replacement on (B)(6) 2005, the patient was very sensitive to baclofen when restarted and had 24 hours of weakness, and 12-16 hours of assisted ventilation. The device system was used to deliver compounded baclofen and "ms". The information in this event was previously reported in MFR report number (B)(4). Any subsequent follow up information for this event will be filed under the MFR number of this report. Continue to see MFR report number (B)(4) for information regarding the pump and catheter replacement. It was later reported that the patient was started "from scratch on the medication". It took well over a year before the patient was out of pain, and that was "a very difficult time."